Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 36mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.5mm in diameter left anterior descending artery (lad). A jl 3.5 non bsc guide catheter was placed. After a 0.014 choice floppy guide wire crossed the lesion, a 2x15mm maverick balloon catheter was advanced for predilation of the lesion. Then a 2.50x38mm promus element¿ plus stent was advanced but was blocked at the beginning of the lesion. Second predilation was performed and the device was again advanced to the lesion but failed. When removing the device, it was noted that the distal part of the stent was damaged. Third predilation was done using a 2.5x15mm emerge balloon catheter. A 2.5x38mm promus premier stent was successfully implanted in the lesion and the procedure was completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that a strut in its center had been raised off the balloon material and had been bent distally towards the tip section of the device. This damage is consistent with the stent meeting resistance during the withdrawal of the device. A tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 36mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.5mm in diameter left anterior descending artery (lad). A jl 3.5 non bsc guide catheter was placed. After a 0.014 choice floppy guide wire crossed the lesion, a 2x15mm maverick balloon catheter was advanced for predilation of the lesion. Then a 2.50x38mm promus element¿ plus stent was advanced but was blocked at the beginning of the lesion. Second predilation was performed and the device was again advanced to the lesion but failed. When removing the device, it was noted that the distal part of the stent was damaged. Third predilation was done using a 2.5x15mm emerge balloon catheter. A 2.5x38mm promus premier stent was successfully implanted in the lesion and the procedure was completed. No patient complications were reported and patient's status was stable.